Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented during follow-up with erosion and signs of infection around the pocket. Prior to the follow-up, the patient noticed part of the device exposed from the pocket and removed the device. The issue was resolved with medication and a new device will be implanted at follow-up. The patient was discharged and experienced no adverse health consequences due to the device.

Event description:
The patient presented during follow-up with erosion and signs of infection around the pocket. Prior to the follow-up, the patient noticed part of the device exposed from the pocket and removed the device. The issue was resolved with medication and a new device was implanted. The patient was discharged and experienced no adverse health consequences due to the device.